Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown dose /concentration via an implantable pump for intractable spasticity. The hcp stated that low reservoir alarm went off on thursday last week and pump was filled and updated on friday. The hcp stated that pump continued to alarm after the update. The hcp also confirmed that motor stall and recovery alert was noted at refill on friday. This was the first time the synchromed ii pump was interrogated with a810 app version 2.x. Agent reviewed steps to manually silence the current audible alarm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Product ID (B)(4).lot# serial# unknown implanted: explanted: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.